Event description:
I has my hernia repaired in 2002 with a bard mesh perfix plug. It have had it in for almost 11 years and have had nothing but problems and pain since the first day it was put in me. I have had chronic inflammation, burning, poking, pulling, chronic constipation, groin pain, hip pain, leg pain, foot pain, shoulder and neck pain, tender at the incision, migraines, memory loss, brain fog, and pain on the whole left side of my body. There are days it's hard to get out of bed due to the horrific pain.